Event description:
The duett was deployed following an interventional procedure via a 5 fr sheath in the left common femoral artery. Following the deployment, the pt experienced loss of color in the left foot and leg. An occlusion was confirmed via doppler. Treatment consist of surgical intervention and anticoagulation medication. The treatment was successful, however, the pt remains hospitalized for an unrelated event.